Event description:
The customer had been getting low blood glucose readings on the breeze2, but was hospitalized because of hyperglycemia. He received 10units of lantus twice a day, and 10units of novalog in the evenings. Customer was discharged on (B)(6) 2016. Further information regarding the incident and the readings were not provided. Customer's strips were expired. Lot# was not provided. A new kit was sent to the customer.